Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a carotid stenting treatment procedure, a device fragment of unknown origin was discovered. The target lesion was located in the moderately tortuous right carotid artery. The lesion was predilated with a 3.0x30mm sterling balloon catheter. A filterwire ez 3.5-5.5 190cm was used. A 10.0x31 carotid wallstent was implanted to treat the target lesion. No patient complications were reported. Two days later, a MRI was performed where on the t2 star-weighted images, an artifact "like a metal fragment" was noted to have "flew" into the mid right cerebral artery. The artifact was noted to be "infinitesimal" in size and was not visible via angiographic nor on computed tomography imaging. No symptoms nor complications have been experienced by the patient.